Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture with multiple siliconomas in the breast parenchyma in both axillae" and "silicone deposits in several lymph nodes".

Event description:
Healthcare professional reported for left side "extracapsular rupture with multiple siliconomas in the breast parenchyma in both axillae" and "silicone deposits in several lymph nodes". Healthcare professional additionally reported "hypertension", "chronic migraine", "chronic iron deficiency", "chronic vitamin-d deficiency", "suprapatellar bursitis", "patellar tendinopathy", and "urinary incontinence"; these events are not device related. Device has been explanted and replaced.